Manufacturer narrative:
The investigation determined the root cause was consistent with contamination due to sample quality. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable high results for two patient samples tested with the sodium (na) electrode on a cobas pro ise analytical unit. Sample 1: the initial result was 154.8 mmol/l. The repeat result was 140 mmol/l. Sample 2: the initial result was 157.5 mmol/l. The repeat result was 142 mmol/l.

Manufacturer narrative:
The electrode lot number was awp37. The expiration date was requested but not provided. The roche field service engineer performed maintenance using a green rack and cleaned the electrodes. After completing the ion-selective electrode (ise) check, calibration, and controls, all results were within the acceptable range. The customer also ran a validation test using patient samples, and all results were satisfactory. The investigation is ongoing.